Manufacturer narrative:
The lot was manufactured june 17, 2016 ¿ june 18, 2016. One (1) device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device performed within specification. The reported condition was not verified. The reported eleven (11) other devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were twelve (12) large volume infusors that would not allow flow of medication during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.